Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of no atrial output, its output connector assembly was broken. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that while in use on a patient the external pulse generator had no output on its atrial side. It was noted that the green pace light was flashing with nominal settings however no output could be observed. It was also noted on the return paperwork that the light-emitting diode was lighting up as if there was a pulse. The situation continued in the biomedical department. The generator was changed out and returned for service.